Event description:
It was reported that the pump indicated a distal occlusion failure and had no occlusion. The issue occurred after medicine administration; there was patient involvement and no harm was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and showed high alarm, dso messages. Functional testing was performed and found the dso sensor was defective. The dso seal and dso sensor were both replaced.